Event description:
Boston scientific received information that noise was noted on the ventricular channel of this system. The caller stated that the noise did not result in any inappropriate therapy. However, a steady increase in pacing impedance was also observed. Impedance eventually exceeded 2000 ohms and a lead revision was performed. The device to lead connection was confirmed to be appropriate and therefore, a lead issue was suspected. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.